Manufacturer narrative:
The light could not be requested back because it was discarded. Follow up questions were asked to the complainant to clarify how the light was used during the procedure. Responses were received on 10/07/22, but the responses did not include pictures and did not help with the investigation. The DHR was reviewed for lot 11440. No indications leading to an insecure lens were found. Without pictures or a device to examine it is not possible to determine the exact cause of lens dislodgement. It should also not be possible to reattach a lens once disconnected. During assembly, the lens is secured to the stainless steel tube in a manual hand fixture for swaging. This step is 100% visually inspected. It is not possible for this lens to be disconnected from the device without excessive force. Warning #4 in the IFU states (B)(4).

Event description:
Information was received from healthcare provider via the distributor regarding a patient having spinal therapy for an indication of l4 compression. It was reported that the device was installed in a retractor and prepared for use. However, the device was removed prior to use and the lens at the tip of the light came off. The complainant stated that the lens could be reattached, but did not use the device after reattaching the lens in case it dislocated again. There were no patient symptoms reported. There were no further complications reported regarding the event.